Event description:
The technician alleged the head of the bed will not raise. No injury reported.

Manufacturer narrative:
The technician replaced the head up valve and the issue remains. The technician found the hydraulic manifold needs replaced. No further information is available on the repair of the bed at this time.